Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip (B)(4). Note: manufacturer contacted customer on 5/27/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that she is no longer experiencing symptoms and no medical attention was required.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi accompanied by symptoms. The customer's expected fasting blood glucose test result range is 150 to 250 mg/dl. The customer did report symptoms of fatigue and thirst. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of hi non-fasting using true metrix go meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called regarding e-5 error on patient's meter. Caller states that patient is feeling fatigue, thirsty. While reviewing the memory found result of hi. Customer denies need of medical attention at time of call. Customer states he store strips in kitchen. Attempted to test with additional vial and result was hi. Could not obtain lot number for second vial at the time of call. Additional calls were made to follow up with customer but no answer.